Event description:
It was reported that a caller experienced a cartridge alarm issue with their insulin pump. The customer's blood glucose level was only indicated as "high," and they took corrective action by administering a correction bolus via the pump. There was no need for third-party assistance, and there was no adverse impact on the customer's blood glucose level. Technical support confirmed that the problem did not occur during the load process and decided to replace the pump, as the caller had experienced alarms with consecutive cartridges. While the customer's pump was still under warranty, they were advised to switch to multiple daily injections for insulin delivery in the interim. The replacement pump was sent with updated software, and the caller was instructed on how to store and return the defective pump.